Manufacturer narrative:
The insulin pump passed the displacement test and rewind. The insulin pump alarmed during the basic occlusion test due to a stuck and loose drive support disk. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Event description:
The customer reported that he was trying to change out his infusion set when insulin started squirting out the end of the tubing. Customer stated that the insulin pump was not recognizing the reservoir. Customer's blood glucose was 320 mg/dl. Customer stated that the insulin was squirting out during the manual prime process. Customer stated that they were not wearing the pump during priming. Customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the reason for the issue with the insulin squirting may be due to the customer having used expired supplies. Customer declined to finish troubleshooting and would like the pump replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.